Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anterior resection, the reload closed but would not fire, even after green button was depressed. Another reload was used to complete the case there was no patient injury.